Manufacturer narrative:
Additional information: age or date of birth; brand name, common device name, PMA/510k, device manufacture date, recall (if recall number is given) or correction/removal number. An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Clinician review: no information was received for review with the clinical consultant. Product history review: product history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Further information such as device details, return of device, operative reports, x-rays, histopathology report, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6)2015.

Manufacturer narrative:
An event regarding excessive levels of chromium cobalt involving an unknown metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, histopathology report, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Device not available.

Event description:
It is alleged through the filing of a lawsuit by the attorney that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007. It is further alleged that blood work revealed "excessive levels of chromium cobalt". The plaintiff was then revised on (B)(6) 2015.